Manufacturer narrative:
Insulin pump passed displacement test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Device received with broken belt clip slot. Device received with cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's daughter reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was over 500 mg/dl. After troubleshooting, customer was uncomfortable with the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.